Event description:
Patient contacted dexcom technical support on (B)(6) 2012, to report that upon removal of sensor on same day due to sensor failure, the sensor wire was missing. Patient felt the wire protruding from the insertion site and removed it by hand. At the time of his call to technical support, patient reports that no medical intervention was required and that he is in fine condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.